Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Got a tampon stuck. Tried to remove it. Went in deeper [foreign body in reproductive tract] tampon string detached [device breakage]. Consumer called stating the tampon got stuck, and the string detached. No serious injury was reported.